Event description:
It was reported that during a pulmonary vein isolation, a versacross access solution was selected for use. During procedure, it was noted that sheath valve was leaking back after dilator removed and with mapping catheter in sheath. It was attempted removing mapping catheter and putting it back in. Thus, the physician decided to use sheath with high drip rate. The procedure was completed. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.